Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient was in a stable condition after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/23/19, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White and red material was observed within the device. Black material and gel was observed on the shell surface. Mentor product analysis lab discovered an area of missing material measuring approximately 0.5 cm x 0.3 cm located on the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white, red and black material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate profile 525cc, catalog number 3501685, serial number (B)(4), lot number 6503414. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 525cc and experienced deflation on the right breast implant. The deflation was a complete deflation. The healthcare professional confirmed the deflation. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 700cc on (B)(6) 2018.